Event description:
It was reported that continuous glucose monitor showed error message while g7 sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer reset pump, error cleared, and issue was resolved, and no additional actions were documented.